Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery alert. The customer¿s blood glucose level was 5.1 mmol/l at the time of the incident. Customer also stated that it was second occurrence of the alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unexpected battery power loss and unable to charge battery dead not confirmed. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, and force sensor test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test and occlusion test due to missing retainer.